Event description:
Firefighter/emt's responded to a person in an apparent cardiac arrest with the device. According to the reporter, the device would not power up when the on/off button was pressed. An als unit arrived with a manual defibrillator and was used. The pt was transported to the hospital but the outcome is unk.